Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device broke. The case was completed by cauterizing the cervix. Unknown patient consequence.